Manufacturer narrative:
Additional information : the lot was manufactured from september 30, 2019 to october 1, 2019. Three (3) actual samples were received and evaluated. Visual inspection was performed using the naked eye which revealed a reddish-brown particle embedded in the material of the tubing lines. The particles were not in the fluid path as they were embedded in the material of the tubing line. The particles were subsequently identified by fourier-transform infrared spectroscopy to be polyvinyl chloride (pvc). Pvc is a raw material of the tubing line. The reported condition of particulate matter (pm) was verified on the returned samples. The cause of the condition is related to a supplier manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a particulate matter on the tubing of three (3) small volume intermates. This occurred prior to patient use. There was no patient involvement. No additional information is available.